Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this patient's right atrial (ra) lead had a lead safety switch (lss) due to out-of-range pacing impedance measurements. Reportedly, this patient fell off a ladder, however, it is unclear if the lss occurred before or after this incident. After further investigation, it remained unknown the exact time of this lss, the patient is not followed remotely. This patient is pacing dependent and bipolar pacing had no capture. Technical services recommended an x-ray to confirm or discard a lead issue. Further information was received confirming the x-rays were performed, but the results were not shared. Subsequently, this ra lead was explanted, replaced and it is not expected to be returned for analysis. No additional adverse patient effects were reported.